Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system and obtained erratic results both above and within the customer's normal reference range. The customer also analyzed the patient's sample on an alternate methodology (the abbott I-stat) which produced a lower result within the normal reference range. The elevated accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control), system check and precision run parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,600 rpm (rotations per minute) for five (5) to ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer. Service was not requested as hardware verification parameters of system check and precision run were recovering within assay and instrument specifications.